Event description:
It was reported that this pacemaker was part of a system revision due to infection. Additional information indicated that the patient had possible allergy to device metal. There were no additional adverse patient effects reported. This pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.